Event description:
It was reported that during follow up visit, the right ventricular (rv) lead exhibited high impedance in bipolar mode, and remained in use. Approximately, six months later the rv lead, again, exhibited high impedance bipolar and unipolar mode. The rv lead remains in use and patient is scheduled for a lead replacement. No patient complications have been reported as a result of this event.